Event description:
Event date: 2023-12-09: patient presented to clinic on (B)(6) 2024 for in office interrogation to assess ra (right atrial) lead. Intermittent capture at 6v@1ms with consistent capture at 8v@1ms in ra lead. Patient 94% ap (atrial pacing) and is intermittently atrial dependent. Impedance changes - none noise, none sensing - is reading lower than normal when patient has intrinsic conduction. P-waves 0.4mv - ra sensitive changed from 0.3mv to 0.15mv with pvab (postventricular atrial blanking period) to partial. No ffrw (far-field r waves) seen in clinic. There is a history of ffrw in the past for this patient. Per plan - continue to home monitor checks every 3-4 months, ep is considering changing out device sooner than rrt due to ra lead high outputs and may need to change out ra lead. Hcp (healthcare provider) confirms ra lead issues began (B)(6) 2023 - hcp reports patient has been non complaint. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).